Event description:
The customer reported that the touchscreen of their pump was unresponsive, as the screen was frozen and did not respond to inputs. There was no adverse impact to the customer¿s blood glucose level, as they confirmed it did not exceed 500 mg/dl. The customer chose to reset the pump following instructions from technical support, after which they were able to interact with the pump screen successfully.